Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer and healthcare provider (hcp) regarding a (B)(6), female patient who was receiving an unknown drug via an implantable pump for non-malignant pain and peripheral neuropathy. In 2011, the patient had fallen and heard an alarm going off. The next time the patient was seen in the office, they extracted more medication than was expected due to motor stall. On (B)(6) 2011, the patient's pump was turned off due to obvious motor stall and as it was unclear how much medication patient had been receiving, and due to patient request. On 2011, the patient had the device system explanted. Additional information has been requested regarding the drug information and the patient's concomitant medications and medical history. If additional information becomes available, a follow-up report will be submitted.